Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'pump will require OEM repairs for the failing downstream pressure tests (19-21)' was reproduced. A review of the event history log (ehl) revealed occurrences of multiple occurrences of "downstream occlusion!". The reported condition was verified. The cause of the condition was determined to be force sensor. The force sensor will be replaced to correct the reported problem. During evaluation, the reported problem of 'random upstream alarms' was not reproduced. A review of the event history log (ehl) revealed multiple occurrences of "upstream occlusion!!". The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream pressure tests(19-21) and alarmed random upstream occlusions. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.